Event description:
It was reported that, during office testing, there was noise on the electrogram. The noise occurred in the secondary and alternate sensing vectors. Technical services reviewed the electrograms and recommended a lateral x-ray. Later, the electrode was successfully explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during office testing, there was noise on the electrogram. The noise occurred in the secondary and alternate sensing vectors. Technical services reviewed the electrograms and recommended a lateral x-ray. Later, the electrode was successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area next to sense b electrode - extending into insulation. The sense a conductor resistance measured as an intermittent, indicating a fractured or broken conductor. A fractured sense a conductor was observed ~2.5 cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise.